Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was noticed before insertion of the intraocular lens (iol) into the patient's operative eye that the surgical technician had pulled the haptic off during loading. Only the cartridge tip made contact with the patient's right eye, however, there was no injury to the patient. Another lens of same diopter was used as the replacement and the patient had good outcome. The original lens was discarded at the site. No further information was provided.